Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced seroma, pain, recurrence, nerve entrapment, meshoma, and nerve inflammation/scarring. Post-operative patient treatment included revision surgery, incision and drainage, and mesh removal.